Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, with cracked battery tube threads, broken reservoir tube lip.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the insulin vial kept coming out due to the damage on the reservoir compartment. The customer's blood glucose was 41 mg/dl at the time of incident. The customer treated her low blood glucose with juice with sugar. The customer stated that the insulin pump had a crack on the reservoir compartment due to the customer fell on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.